Event description:
The patient contacted animas on (B)(6) 2012 alleging that the pump emitted a low battery alarm earlier that day and the patient changed the battery. The patient reported that after that, the pump began vibrating. The patient reported that the pump subsequently lost all power. Troubleshooting was not able to be performed because the patient reportedly did not have another battery to put into the pump. The patient stated they would call back to complete troubleshooting with customer technical support when they got a new battery to put into the pump. The patient did not call cts back to perform troubleshooting. Cts made two attempts to contact patient by letter without a response. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power loss malfunction remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.